Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 ag self test on (B)(6) 2022 using kitted nasal swab samples. This report is for result two (2) of two (2). The consumer tested with another antigen test (brand name and manufacturer unknown) on 30nov which generated a positive result. The consumer went to a local urgent care center where they were tested for covid-19 and the test generated a positive result. (Platform unknown) although requested, no additional information was received.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 ag self test on (B)(6) 2022 using kited nasal swab samples. This report is for result two (2) of two (2). The consumer tested with another antigen test (brand name and manufacturer unknown) on (B)(6) which generated a positive result. The consumer went to a local urgent care center where they were tested for covid-19 and the test generated a positive result. (Platform unknown). Although requested, no additional information was received.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 211574 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number: 195-160 / lot: 211574 and device part number: 195-430h / lot: 207149. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 211574 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text: single use device, discarded.